Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was loss of right ventricular (rv) sensing. It was noted that the implantable pulse generator (ipg) cardiac compass had invalid data. The ipg and the rv lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.